Manufacturer narrative:
Pump received with no button response due to moisture damage to keypad traces. Unable to verify missing segments or no delivery alarm due to keypads not responsive. The p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart alarm, button not responding and frozen display. Customer was able to unable to clear the alarm. Customer was able to complete rewind. Customer stated that time was advanced. Troubleshooting performed for keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.